Event description:
Technician alleged that the trendelenburg was not functioning. No patient impact.

Manufacturer narrative:
The technician found the emergency trendelenburg valve stuck. The technician replaced the emergency trendelenburg valve to resolve the issue.